Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15065236 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is unknown if unusual force was used in attempt to cross the lesion. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
Stent placement: the target lesion was superficial femoral artery. The patient's gender and age were unknown. Calcification, vessel tortuosity and the rate of stenosis were unknown. Antegrade approach. Smart control (complaint product) was delivered to the target lesion. However, the stent jumped forward during the deployment. An additional product (c06080sl, lot unk) was placed proximal to the initial stent. The entire target lesion was fully covered by the stents and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No product return.